Event description:
It was reported the patients blood glucose level rose to 397 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient activated the new pod to treat the high blood glucose level.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During investigation, the damage observed on the exposed portion of the soft cannula did not prevent the fluid from flowing through the fluid path and leaving via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls during the pod's run that could indicate a failure of the pod to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be flattened. During investigation, the damage observed on the exposed portion of the soft cannula did not prevent the fluid from flowing through the fluid path and leaving via the distal tip of the soft cannula. The downloaded data did not show any timeouts or drive stalls during the pod's run that could indicate a failure of the pod to deliver insulin. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined.

Event description:
It was reported the patients blood glucose level rose to 397 mg/dl while wearing the pod between 4 and 24 hours. As treatment, the patient activated the new pod to treat the high blood glucose level.